Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Upon interrogation right ventricular lead exhibited low impedance. No other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition prior, during and after the procedure.